Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. The physician elected to make any changes at the moment. No adverse consequences for the patient were reported.

Event description:
New information received notes that the lead was capped and replaced.